Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08005. It was reported the patient was not receiving effective therapy after patient had a fall last winter. Diagnostics indicated high impedances on one of the leads. In turn, surgical intervention was undertaken wherein both the leads were explanted and replaced. Effective therapy was restored after surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-08005.